Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to syncope. Reportedly, health care professionals were unable to determine the cause of the reported issue; however, customer noted that blood glucose (bg) level was within range (111 mg/dl). The syncope was treated with intravenous fluids. Reportedly, customer left the ER 3-4 hours later with customer in stable condition (bg 158 mg/dl).